Event description:
Based on the initial info, received on (B)(6) 2012, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the add'l info received on (B)(4) 2012, (a diagnosis of b-cell lymphoma was made) the case was reassessed as serious. The below narrative includes initial reports from the consumer plus subsequent follow-up: initial info on (B)(6) 2012: this (B)(6) female consume started hyalgan (sodium hyaluronate), 1 injection of unk dose, once weekly, on an unk date (B)(6) 2011, for osteoarthritis. The pt's relevant medical history includes "no history of abnormal blood counts and her reds were always "14". The pt has no relevant concomitant medications or past drug history. The consumer reports that after every injection, starting in (B)(6) 2011, her knee got worse, it got swollen, it got red and hurt like "hell". After her last injection in (B)(6) 2012, the swelling has decreased over time with ice, but still present, the redness slowly disappeared over time and the pain is still there. On (B)(6) 2012, the pt had a physical and blood work. The white blood cells count was "11", and the red blood cells were unk abnormal value. On (B)(6) 2012, she had the labs repeated, white and red blood cells were abnormal again but lower than days before. On an unk date after, her physician started her on vitamin b12 injections. On (B)(6) 2012, her physician had her have an upper and lower gastrointestinal test for possible losing blood inside the body, but the test was negative. On about (B)(6) 2012, she had another test of repeated labs, the white blood cells "9.6", and red blood cells; unk abnormal value. She reports that her physicians are confused and do not know what is going on with her and cannot find a cause. On (B)(6) 2012, she was sent to an oncologist and had more blood tests and a bone marrow which is pending. The oncologist stated she was not a typical cancer pt because she is not tired or fatigued. As of (B)(6) 2012, she has discontinued hyalgan, she continues to have right knee swelling and pain, the redness is resolved, she continues to get vitamin b12 injections every 2 weeks, it is unk if she continues to have abnormal white and red blood cell counts and has a pending bone marrow test and labs. (B)(6) 2012: follow up #1. The consumer did not know what the lab units were when asked and stated "I am not a doctor". The pt has no relevant concomitant medications or past drug history. The consumer reports that after every injection, starting in (B)(6) 2011, her knee got worse, it got swollen, it got red and hurt like "hell". After her last injection in (B)(6) 2012, the swelling has decreased over time with ice, but still present, the redness slowly disappeared over time and the pain is still there. In (B)(6) 2012, she had a yearly mammogram that was negative. On (B)(6) 2012, the pt had a routine physical and blood work. The white blood cells count was "11, and the red blood cells were unk abnormal value. On (B)(6) 2012, she had the labs repeated, due to the previous abnormal labs her white and red blood cells were abnormal again but lower than days before. In 2012, her physician started her on vitamins b12 injection due to the abnormal blood work. On (B)(6) 2012, her physician had her have an upper and lower gastrointestinal test for possible losing blood inside the body, due to her abnormal labs and the test was negative. On about (B)(6) 2012, she had another set of repeated labs, the white blood cells "9.6", and red blood cells; unk abnormal value. She reports that there physicians are confused and do not know what is going on with her and cannot find a cause of the abnormal blood work, but they are suspicious of cancer. On (B)(6) 2012, she was sent to an oncologist for eval and had more blood tests and a bone marrow test which is pending for possible cancer. The oncologist stated she did not fit the type of a typical cancer pt because she is not tired or fatigued. She has not been diagnosed to have cancer. As of (B)(6) 2012, she has discontinued hyalgan, she continues to have right knee swelling and pain, the redness is resolved, she continues to get vitamin b12 injections every 2 weeks, it is unk if she continues to have abnormal white and red blood cell counts ad has a pending bone marrow test and labs. (B)(6) 2012: this (B)(6) female pt started hyalgan (sodium hyaluronate), on injection of unk dose, once weekly, on an unk date in (B)(6) 2011, for osteoarthritis. The pt's relevant medical history, concomitant medications, and past drug history are unchanged. Pt states that her white blood count, units unk, went down to 8 in (B)(6) 2012 and she received b12 shots. On (B)(6) 2012, her white blood count, units unk, was 10. She states she "was in terrible pain, knee was swollen like a solid stick, horrible pain" from (B)(6) 2011 to (B)(6) 2012. The pain is not resolved and the swelling has gone down a bit but it is still "swollen day and night". She states that she will probably need a knee replacement but they cannot do anything until her white blood count is 14, units unk, or "normal". She states that is the only abnormal blood work. Her next appointment for blood work is (B)(6) 2012. She does not know the results of her bone marrow biopsy. She was diagnosed with b-cell lymphoma in 2012 and received three transfusions, it is unk what was transfused, and is now in remission. She will see her oncologist in (B)(6) 2012. As of (B)(6) 2012, no other diagnosis have been given, no further abnormal blood work except the white blood count of 10, units unk, the pain is not resolved and the swelling in the knee has gone down but it is still swollen "day and night" and she states she will need a knee replacement when her white blood count is 14, units unk, or "normal".

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the FDA granted the permission for the MFR fidia (B)(4) to submit a single MDR for adverse events that involve medical devices mfg by fidia (B)(4) and imported into the USA by (B)(4). As a consequence, fidia (B)(4) (the MFR) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. Pharmacovigilance comment: this case was deemed as being serious due to the report of b-cell lymphoma. This case however lacks significant info (e.g. Complete medical history, concomitant medications, laboratory/diagnostic results, physician' causality assessment, etc) to make a complete medical and causal assessment. This serious adverse event was temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining that the intraarticular administration of hyalgan may have caused or contributed to b-cell lymphoma, even though no other causes have been found at the present.